Event description:
During 2022 and 2023, the somnomed somnodent flex dental appliance caused my bite to change, leading to jaw, head and cervical spine pain, and to biting of interior gum and lip flesh when chewing. Two lower plates had to be replaced over time, as the small triangular fins broke off in my mouth at night; such loose triangular fins could be swallowed and cause injury.